Manufacturer narrative:
D10 concomitant product: reltack5rdpt, reload reltack5rdpt reliatack 5deeppurc (lot#n3f0419y); reltack5rdpt, reload reltack5rdpt reliatack 5deeppurc (lot#n3f0419y); reltack5r, reltack5r reliatack articulating reloada (lot#n4d2268y); reltack5r, reltack5r reliatack articulating reloada (lot#n4d2268y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, when fixing the mesh, when the cartridge was being installed, it could not be locked and fixed. The shaft was straight and vertical, but it was not fixed. After several attempts, it was fixed, and it was used on the patient. The issue occurred on the other two devices. A different type of tacker was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted signs of damage or physical abnormalities. One 8 dpt reload was returned partially applied and disengaged from the yellow tab. It was reported that the shaft was straight and vertical, but it was not fixed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the reload was improperly loaded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is locked and loaded onto the instrument. Ensure the device is in reload mode, red toggle button exposed, and the device is in the straight position. To load the reliatack device select the appropriate reload, then pull and hold the blue lock switch button, located on top of the instrument, in the back position. Insert the pin located at the distal end of the shaft into the reload. Ensure the arrow on the shaft is aligned with the arrow on the reload. Push the reload onto the distal end of the shaft until the two arrows meet. Release the lock switch button allowing it to return to the forward position. Gently pull on the reload to confirm that the device is properly loaded. Remove the shipping wedge once the reload is properly locked and loaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.